Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 18 months post-implant of a bifurcated device, the patient presented with thrombosis in the entire graft. The physician performed a bypass surgery with success. The patient was reported to be doing fine.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or images were requested to the facility for clinical assessment, however denied. Therefore, a thorough clinical investigation was not possible and a cause could not be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from the same lot have been involved in any similar event. There was no manufacturing issue identified in the analysis. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.